Event description:
Attachment 1: a hosp identified an erroneous merge of pt records in softbank. Test from one pt were merged with demographic info from another and the pt record on whom the testing was done was removed from the softbank database.